Event description:
Customer reported that the unit has a safety valve alarm. Reportedly, customer stated that the safety valve light was coming on intermittently. The customer reported there was no patient involvement.